Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as raw, red, and open under their breasts. There was no alleged device malfunction contributing to the irritation. The patient¿s physician taped the area and the patients home health nurse provided wound care for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.